Event description:
Healthcare professional additionally reported left side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: creases, wear abrasion and one linear opening. Leak test and microscopic analysis was performed which identified: one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one opening crease smooth assessed as fold flaw opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reports left side deflation. The device remains implanted.